Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device never worked and not enough time was spent on explaining how to use or change the programs. It was reported that the patient's urine flow is causing many problems.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that it never worked. The consumer reported that maybe 2 days it helped. The consumer reported that it was too complicated to work. The consumer reported that the patient was peeing all over the world. The consumer reported that they went to a hospital and they fiddled with it. The consumer reported that it was so hard to go to the doctor. The consumer reported that they went back after 6 months and then never went back again. The consumer reported that they then went to a urologist who said the device didn¿t work. The consumer reported that the patient wasn¿t feeling stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.